Event description:
Through article journal "implant risk failure in patients undergoing postmastectomy 3-week hypofractionated radiotherapy after immediate reconstruction," it was reported with a total 62 patients implanted in the unknown side with the style 133 mv expanders to implants; 9 patients had major revision surgery with 2 patient had a removal due to infection (1 from the irradiated and one from the non-irradiated) and 7 patients underwent autologous reconstruction due to severe rt-induced side effects causing fibrosis with upwards expander dislocation (deemed not device related). 51 patient experienced capsular contracture (unknown grade) and 2 experienced grade IV. One patient had a local relapse and one patient had a distant metastases, both are deemed not related to the device and were excluded from the final analysis.

Manufacturer narrative:
Article citation: rojas, damaris patricia, et al. ¿implant risk failure in patients undergoing postmastectomy 3-week hypofractionated radiotherapy after immediate reconstruction.¿ radiotherapy and oncology, vol. 163, 2021, pp. 105¿13. Crossref, doi:10.1016/j.radonc.2021.08.006. The events capsular contracture and infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for removal: infection, capsular contracture, baker grade unknown.